Event description:
During an insertion of PICC two lumened peripherally inserted central catheter, a portion of sheath sheared off and remained in atrium of heart requiring transfer to medical ctr for removal.